Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Root cause could not be determined. An instrument issue, pre-analytical sample processing or a vitros troponin I es reagent performance issue can be ruled out as likely contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent lot 2040. Vitros tropi es= 0.254 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was reported from the laboratory. A corrected report was issued and there was no allegation of patient harm as a result of this event. (B)(4)